Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.